Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms. According to the account, the patient's septum seemed not to stay at the middle (mid) line, causing the alarms. Pump speed was increased and the alarms reportedly resolved. A direct correlation between the device and the septum not staying mid line could not conclusively be determined through this evaluation. The patient remains ongoing on (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 instructions for use (IFU) discusses pump speed, power, flow, and pi in the introduction section. The system monitor explains that the low flow hazard alarm is triggered when flow is less than 2.5 lpm and explains that changes in patient condition can result in low flow. This section also provides information for setting the optimal fixed speed and low speed limit for the patient. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The heartmate 3 lvas patient handbook contains information on alarms and troubleshooting. This section states that to resolve a low flow alarm, call your hospital contact immediately for diagnosis and instructions. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions, including the low flow alarm, as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced low flow alarms even though the cardiologist was trying to manage the patient's volume and blood pressure with medication. Log file analysis indicated that the alarms appeared to be physiological. The cause of the low flows was reported to be that the septum seemed to not stay at the middle line. The alarms resolved after the speed of the patient's pump was increased to 5500 rpm. The plan of care was to continue monitoring the patient's status, pump parameters, and volume management.